Event description:
Dobfhoff 10fr guide wire unable to transmit data to the cortrak machine. Used 2 different cortrak machines. Found out that the problem was with the tube itself, a new dobhoff tubing used successfully.